Manufacturer narrative:
The instrument has been returned and evaluated. Failure analysis found the instrument's grips tips to be bent. One grip was bent which caused side to side misalignment of the grips. There was a .028 offset at the tips. Bent grip didn't exhibit separation of the yaw pulley and pulley cover at the glue joint, however likely cause of bending remains overloading at the tip. Failure analysis concluded that the damage may be due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments.

Event description:
It was reported that during a da vinci myomectomy procedure, when the surgeon sutured, he felt the large needle driver instrument didn't grab the needle well. When the customer uninstalled the needle driver instrument, it was observed that the jaw has been misaligned. There was no patient harm, adverse outcome or injury reported.